Event description:
It was reported that during implant of the left ventricular lead, low impedance was observed. The lead was removed and replaced; no patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.